Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that hcp has asked how to get the ins battery back up and running again. Caller indicated that battery hasn't worked in some time. Technical services (ts) indicated that best option may be to consider replacing the ins and/or the whole system at this point given the outcome of the ins is not known if a prm was initiated and completed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that their spinal cord stimulator only lasted 3 years and hasn't worked since. Caller stated that their doctor wants them to get a pain pump device.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2025, the patient reported they need their implant replaced. They requested a call back for assistance. On (B)(6) 2025, the patient reported their doctor told them about a pain stimulator that could be put in. Pt requested a call back for assistance. On (B)(6) 2025, the patient reported they didn't know why their device was not working and stopped providing stimulation, but they stated it was "old". They stated it worked for 3 years and was providing relief, and then it slowly started dying and wasn't providing stimulation anymore. The pt stated they did not have a doctor and had no plans to see one soon since there wasn't one near them that works with the device. The pt was provided the phone number for patient services to obtain physician listings. On (B)(6) 2025, the pt reported they hadn't received the list of physicians yet and requested a call back.